Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a low, pre-implant monitoring battery voltage. The device was in trunk stock and was reported not to be cold.